Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the comm a pin 2 of the pump cable inline connector; however, a specific cause for the observed damage could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed pump stop events consistent with the report of intentionally stopping the pump in order to evaluate the inside of the connections of the pump and modular cables, as well as the reported modular cable exchange. The controller event log file contained events from 14jul2025 through 21jul2025. Multiple pump stops associated with driveline disconnect alarms were captured on 21jul2025, which is consistent with the reported intentional pump stop for inspection of the patient cables. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 2 of the IFU, "system operations", (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 4 also instructs to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Furthermore, the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having their modular cable replaced due to wear and tear of the cable jacket, but the first and second modular cables both had bent pins. Log files contained various alarms associated with modular cable replacement attempts. No other faults prior to data events were recorded. The pump itself appeared to be operating as intended. The device repair procedure was performed due to device valuation with intentional pump stops to evaluate the inside of the connections. The patient was not experiencing pump stops prior to the evaluation. The patient was symptomatic during the pump stops, but quickly relieved when the pump was restarted. During evaluation, it was noted that it appeared to be damage to the comm a pin 2 preventing insertion of new cables. It was also found that the modular cable that was in use that this time had a bent pin which appeared to correspond but still fully connected to the patient's pump. A third attempt was made with another module cable in hopes of connection but found it could not be connected; thus, the patient was put back on the original modular cable. The current modular cable had cosmetic damage that was covered with rescue tape. The patient lives 8 hours away from sutter and very pump dependent. The customer was worried they would not be able to replace the cable in an emergency. Per site engineers, it was determined that the female end of one of connections was damaged and the pin cannot engage. There was no plan of care yet. The patient remained on their current equipment despite the bent pin for the patient's safety.